Manufacturer narrative:
(B)(4). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that cement had prolonged curing times ranging from 13minutes to 22 minutes. This resulted overall to a 27 minutes delay per day. It was also reported that this prolonged surgery time which was caused by this curing time leads to an increased infection risk to the patient. In one occasion, the cement presented a prolonged curing time and suddenly contracted at 19 minutes. The surgeon observed a 0,5-1 mm gap at the cement - bone interface. Upon curing, blood leaked through cement and the bone. Once the cement had cured, they noticed that there was a noticeable micro-movement in the implant, that was not normal. In the surgery they used a migrating femur component. The behavior of the cement was not normal outside of the patient either, when they tried the hardness of the cement, the area where the testing was done on curled intensively, when it normally expands upon testing.